Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing. There was unexpected delivery of a ventricular tachyarrhythmia therapy, the impedance was beyond the expected upper range, and a lead integrity alert was triggered. Concomitant medical products: 6940-52 lead, implanted (B)(6) 2001, dtba1d1 ICD, implanted (B)(6) 2015. (B)(4)

Event description:
It was reported that the patient presented to the emergency room (ER) after experiencing inappropriate therapy and light headedness due to a right ventricular lead fracture. The lead had high pacing impedance, high and unstable threshold, pacing was inhibited, and noise and oversensing were observed. A lead integrity alert was triggered. The device was reprogrammed to a ventricular-only pacing mode so the left ventricular lead could be used for back-up pacing and detections were programmed off. Subsequently, the lead was capped and replaced. No further patient complications have been reported as a result of this event.